Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl, 358 mg/dl and over 300 mg/dl. The customer was treated with bolus. Customer stated that insulin pump had compromised force sensor system. Customer stated that drive support cap was sticking out. Customer was declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. The test reservoir p-cap was able to lock in place.